Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door repeatedly failed. The field service engineer found the latch on door three had oxidized, causing intermittent issues. The field service engineer cleaned and treated all contacts then tightened the spade connectors to ensure a proper connection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door was failed. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.